Event description:
Tap. It was reported that 225 days after implantation of a 2.5x24mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left circumflex artery (lcx). A pre-intervention in-stent restenosis of 90% was reported. The type and size of the previously implanted stent was not reported. Percutaneous transluminal coronary angioplasty (ptca) was performed on the lesion. A 2.5x24mm taxus express2 drug-eluting stent was deployed in the lcx in the region of the lesion. It was not reported that the stent was post-dilated. A post-intervention residual stenosis of 0% was reported. It was reported that the patient "tolerated the procedure well." No patient complications were reported. The patient presented 225 days after the initial procedure with a 90% in-stent restenosis in the ostial lcx. Ptca was performed followed by the deployment of a 2.5x12mm taxus express2 drug-eluting stent in the lcx in the region of the lesion. A post-intervention residual stenosis of 0% was reported. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number is unk, the shop floor paperwork could not be examined.